Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source and provided steps to troubleshoot the device, including pressing the button and charging the pump. However, the pump did not respond, and a red led was blinking. As a result, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support verified the shipping address and instructed the customer on how to prepare the pump for return, including placing it in storage mode and returning it with a prepaid label within ten days.